Event description:
The customer reported an intermittent connection for the paddle set.

Manufacturer narrative:
The customer reported an intermittent connection for the paddle set. The customer localized the issue to the paddle set, and replaced it to resolve the issue. Based on the customer's evaluation and report, we consider this failure a malfunction of the paddle set.